Event description:
During an atrial fibrillation procedure, a pericardial effusion occurred which required surgery to stabilize the patient. While removing the non-(B)(6) device (faradrive sheath by (B)(6)), hypotension was noted. An echocardiogram was done which revealed a pericardial effusion. A pericardiocentesis was performed and over 500ml was drained. The patient underwent surgery, and a perforation was located at the base of the left atrial appendage and repaired. It was determined that the non-(B)(6) device (faradrive sheath by (B)(6)) had been advanced too far and caused the perforation. The physician confirmed that the effusion was not caused by an (B)(6) product. There were no performance issues with any (B)(6) device. The patient is recovering well. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).